Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Patient information requested and all available information is included in sections a and b. The reported over infusion of tpn could not be confirmed or replicated during the investigation. There were no log events that could explain the customer's experience of an over infusion. Visual inspection of the device noted two issues that could have contributed to the reported event. The platen post was found to have been broken off completely and the pivot screw in the door latch had backed out significantly. It was noted that there was cracking/damage at the corner top of the rear case near the top door hinge and evidence of severe impact event on the bottom back corner of the rear case. The directions for use cautions that should an instrument be dropped or severely jarred, it should be immediately be taken out of use and inspected by qualified service personnel to ensure its proper function prior to reuse. The results of several rate accuracy tests on the device fell within specifications using the incident set with the device infusing at the incident flow rate. The root cause of the over infusion event could not be definitively determined.

Event description:
Biomed requested assistance with reading logs due to over infusion report on a (B)(6) year, male, patient, in ICU. Biomed read from safety event report that 721 ml bag of tpn was running on patient at 25ml/hr and bag states total volume 721ml hung at 16:30 on (B)(6) 2011. Bag was empty at 04:30 on (B)(6) 2011. Pump volume infused at 23:00 (B)(6) 2011 was 131ml; 04:30 was 118.9ml. No patient harm or medical intervention was required.